Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 months since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to a connection failure associated with the connector. The event can be detected/prevented by following the instructions for use which state: [3.1 precautions for installation and connection] properly and securely connect all cables. If the cable connector has connection screws, tighten the screws. Otherwise, equipment damage or improper performance. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to the user facility to examine the subject device. While there, the fse noted a loose bayonet of the device that was causing a color screen. The fse powered-cycled the unit and the screen returned to a normal display. However, the fse did not note any presence of the reported communication error code. The fse went on to note that the hospital staff expressed concerns that the event might occur again and requested a spare device.

Event description:
The customer reported that while preparing for a gastroscopy procedure, his olympus video system center began displaying a b30 scope communication error. According to the initial reporter, the intended procedure was successfully completed using the subject device with a minimal delay and no patient harm.